Event description:
Cautery pencil had been used during a c-section procedure. The pencil was put down and the clinician did not realize it was still on. The pt received a first degree burn measuring approx 5mm in length. The incident did not extend the length of the procedure or hospital stay for the pt. It was treated successfully with neosporin ointment and then silvadene.

Manufacturer narrative:
The incident occurred during a c-section case. They had used the cautery pencil and put it down. They did not realize that it had not turned off and was in the 'on' position. The pencil burned through the drape and caused a minor burn to the pt's skin. It was reported that it was a first degree burn and possibly measured 5mm in length. They initially applied some neosporin ointment and followed up later with silvadene. No further medical intervention was indicated. No sample was returned for evaluation. Root cause could not be determined.